Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump emitted 3 no prime alarms so the patient decided to perform a full rewind. The patient reportedly initiated the load step and the pump emptied out the cartridge. The patient reportedly filled a new cartridge and the pump dispensed half of the cartridge. The patient was not connected to the pump during either occurrence. This report is being made based on the alleged load step malfunction .

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During investigation a call service alarm was verified in black box and history. A rewind, load and prime step sequence was attempted and the cartridge was not able to be loaded, which did not allow for 24 hour testing of the pump. The pump was removed from the casing and the force sensor circuit and the pc board was inspected. A pc board component was noted to not be soldered in its proper operational position.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).